Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing ¿ nsrvo alert. Review of the episodes showed the right ventricular lead exhibited intermittent loss of capture. The patient was brought to the clinic, device interrogation showed rv lead was functioning normally; there was no loss of capture noted. The patient stated they were involved in a car accident at the time of the nsrvo alert. The patient was in stable condition during device interrogation.